Event description:
Customer reported the aviva system gave a blood glucose result of 108 mg/dl, she took her insulin as normal (not based upon meter result), passed out about 2-3 minutes after treatment. She was unconscious for about 2 hours, was found by grandson, who called emts. Emt device result was 42 mg/dl. She was treated with an IV. A request was made for the return of the system, and a replacement was sent.